Manufacturer narrative:
A ge service rep performed an investigation. The reported issue could not be duplicated. On site investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system intermittently would not display a fluoroscopic image. There is no result of death or serious injury.